Event description:
It was reported that the torx driver tip was broken during use in surgery. There were no patient complications.

Manufacturer narrative:
(B) (4). The device was returned to medtronic for evaluation. Examination found that the tip of the instrument is completely sheared off. Hardness test was found within specifications. Fracture appears to be consistent with fatigue failure. A review of the device history records found no documentation to indicate a non-conformance to specification.